Manufacturer narrative:
Failure found compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a prime. Customer was unable to resolve the alarm with an infusion set change and battery change. Customer's blood glucose was 133 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.